Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system alarm and excessive no delivery test or verify prime or fill anomaly and unexpected restart error due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to exit the preparing to prime loop, not scroll numbers, insulin pump was not working. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had unexpected restart. The customer was reported that they did not receive 2nd series of beeps nor did numbers appeared on the screen. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.